Event description:
It was reported that the insulin pump spattered out insulin while the customer was filling the tubing. A prime rewind alarm was also received. The customer's blood glucose was 105 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received unable to prime unit during the prime/a33 test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed. The drive support was inspected and no anomaly noted. The insulin pump has cracked case at display window corners, lcd window, case at reservoir tube window corners and battery tube threads.